Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for an occlusion pod hazard alarm.

Manufacturer narrative:
The download data from the returned device showed that an 0x14 occlusion alarm had been generated. Inspection of the fluid path found the exposed portion of the soft cannula to be kinked. Though the soft cannula was kinked, no issues were noted with fluid flowing through the complete fluid path. The timing and cause of the soft cannula damage could not be determined and it could not be determined if this damage contributed to the 0x14 occlusion alarm. Inspection of the drive mechanism found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the 0x14 occlusion alarm could not be determined. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system sp1a.210812.016.a716usqu6evg3 cloud - smartphone hardware sm-a716u cloud - cgm sensor type g6.